Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that patient faced event of infusion set fell off during use. The infusion set has been used for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.